Manufacturer narrative:
Citation: zaid s et al. Novel predictors of new persistent left bundle branch block and permanent pacemaker implantation after evolut r tavr. Journal of the american college of cardiology. 2019 mar 12. 73(9) supplement 1: 1378. Doi: 10.1016/s0735-1097(19)31985-0. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predictors of new persistent left bundle branch block (lbbb) and new permanent pacemaker implantation following transcatheter aortic valve replacement (tavr) in patients treated with the medtronic evolut r bioprosthesis. All data were retrospectively collected and reviewed from 3 centers between march 2014 and december 2017. The study population included 219 patients (demographics not provided), all of which were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included: new lbbb, new permanent pacemaker implantation, stroke, and transient ischemic attack. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.